Event description:
The user facility reported than an internal blood leak occurred upon initiation of treatment. The machine alarmed but the blood was no visible. Blood test strips were positive. The blood flow rate was 450; the dialysate flow rate was 800. The estimated blood loss was less than 200 ml and there were no adverse effects to the pt.

Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.